Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during infusion. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Unit 1: the unit was of a 16 cavity mold. Damage was observed on the slit of the septum top disk. Damage was observed on the column wall. No damage (tears) was observed on the slit of the septum bottom disk, and the slit was centered per specification. Attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the unactuated positions. Unit 2: the unit was of a 16 cavity mold. Damage (tears) was observed on the slit of the septum top disk. Damage (tear) was observed on the column wall. Damage (tear) was observed on the slit of the septum bottom disk, and the slit was centered per specification. Attached the iso standard luer from the water leak test to the end of the q-syte unit, leakage was observed when the unit was tested on the actuated position. The source of the leakage was the column tear/vent hole. Unit 1: damage (tears) on the septum top slit and the column wall was observed. Unit 2: damage (tears) on the septum top/bottom slit and the column wall was observed and the unit leaked when tested in actuated position. Investigation conclusion: unit 2 leaked when the unit was tested on the actuated position. Root cause description: a definite source that caused the column and slit tears could not be established, the column tear could contribute to leakage. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage.